Event description:
It was reported by the olympus representative reported on behalf of the customer, the gastrointestinal videoscope had a leak in the biopsy channel. The issue was found during a field inspection. No patient harm reported. During the evaluation of the device, it was noted the nozzle and instrument channel had foreign objects due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunctions of the nozzle and instrument channel had foreign objects due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was not confirmed. Due to clogging of the air/water tube, the air/water supply volume did not meet the standard value. Due to damage on channel tube, water tightness was lost. The plastic distal end cover had a dent. The adhesive on the bending section cover was detached. The connecting tube was sticky. Switch one (1) had a cut. The scope connector and the scope connector cover unit had a scratch. The angulation was lower than standard. Due to deformation of the bending tube, the play of right/left/up/down knobs was out of the standard value. Due to damage on the charge-coupled device unit, the image had white and black dots and the specified resolving power was not obtained. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be (B)(6) 2022. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the foreign material was likely from incorrect reprocessing after the previous procedure per the instructions for use. The specific root cause could not be determined at this time. The user may prevent the suggested event by handling the device in accordance with the instructions for use: "cleaning, disinfection and sterilization procedures -warning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. - flush water and air into the air/water channel. Caution: to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use. Manual cleaning -clean the external surfaces *immerse the endoscope in the detergent solution. * with the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned: -flushing detergent solution into the air/water channels -removing detergent solution from all channels -presoak for excessive bleeding and/or delayed reprocessing after each procedure caution: follow the steps below only in cases of excessive bleeding and/or delayed reprocessing; unnecessary immersions should be avoided. Consecutive reprocessing sessions using extended immersion may damage the endoscope. -warning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Brushing the channels -aspirating detergent solution into the instrument channel and the suction channels -removing detergent solution from all channel -presoak for excessive bleeding and/or delayed reprocessing after each procedure caution: follow the steps below only in cases of excessive bleeding and/or delayed reprocessing; unnecessary immersions should be avoided. Consecutive reprocessing sessions using extended immersion may damage the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. During evaluation, the image was blurred and due to damage on the charge-coupled device (ccd) unit, the specified resolving power was not obtained. A review of the device history record found no deviations that could have caused or contributed to the blurred image. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the following are the probable causes: the entire image was blurred due to damage to the charge-coupled device unit, the entire image was blurred due to a sliding error of movable length range that occurred in the zoom scope, blurring of the entire image occurred within the allowable range, or the entire image was blurred due to damage or deformation of the connector. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: operation manual. Inspection of the endoscopic system: operation manual. Important information ¿ please read before use: warnings and cautions. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.